Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient¿s mother reported that the patient experienced a skin reaction approximately six days after sensor insertion on the arm. The insertion site had been prepped with alcohol prior to application. On (B)(6) 2025, the patient developed the following symptoms under the sensor patch: rash, redness, inflammation, swelling, drainage, dry skin. Additionally, the patient reported itching and a burning sensation in the affected area. On (B)(6) 2025 at 4:15 pm, the patient¿s parents consulted the pediatrician, who prescribed cefadroxil 500 mg, to be taken twice daily for 10 days. As of on (B)(6) 2025 follow-up, the patient continued to experience itching, rash, and dry skin at the site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.